Event description:
As reported by the user facility: reports pump changed rate on it's own. Customer has no other information. Would like to sent in pump for review; customer did not review logs. Reference MFR # 9610825-2013-00068.